Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the 2nd stent in staged procedure was implanted to the proximal circumflex. Information received (B)(6) 2011 confirmed site of implant as mid left circumflex. Approximately 2 years <(>&<)> 2 months post index procedure the patient was rehospitalized due to an hemopericardial bleed. Revascularization was required ptca of the proximal left circumflex and mid left circumflex was performed (stenting). Reason for revasc instent restenosis. The investigator indicated that the reported event was unrelated to the study stent.

Event description:
It was confirmed that the stents implanted in the mid lcx and left main were endeavor resolute rapid exchange (rx) drug-eluting stents and not endeavor sprint rx stents as initially reported. It was also confirmed that approximately 2 year and 7 months post implantation of the stents in the left main and mid lcx the patient had a ptca of the proximal lcx due to in stent restenosis with the implantation of another brand of stent in the proximal lcx and balloon only treatment in the mid lcx. Please note that this device endeavor resolute rx is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity rx.

Event description:
Two endeavor sprint rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 15mm) was implanted to proximal lad; one stent (3.00 x 30mm) was implanted to mid lad. Two endeavor sprint rx stents were successfully implanted during revascularization. One stent (3.50 x 30mm) was implanted to left main; one stent (4.00 x 24mm) was implanted in the proximal lcx. Pt was symptomatic/free of symptoms at 30 day, 6 month, 1.5, 2, 2.5 and 3 year follow up. A spontaneous gi bleed is reported to have occurred approximately 1 year 9 months following index procedure. Investigator has indicated that event was not related to the study stent or study procedures. (Ref MFR# 9612164201101129, 9612164201101130 and 9612164201101131).